Manufacturer narrative:
This MDR is being submitted beyond the required reporting timeframe due to delays associated with recent internal system changes. The delay was unintentional and has since been addressed through process and system updates to prevent recurrence.

Event description:
It was reported that the user experienced difficulty pairing the dexcom g6 continuous glucose monitor (cgm) transmitter with the ilet bionic pancreas due to entry of an incorrect transmitter code character, which prevented successful pairing until the error was identified and corrected through user guidance. No clinical signs, symptoms, or conditions were reported. Outcomes included resolution after successful re-entry of the correct code with no health impact. User support included troubleshooting, verification of serial and transmitter numbers, bluetooth toggle, and re-entry of pairing information. Investigation of this case revealed user input error as the cause of the pairing failure with no device malfunction identified. It was concluded, based on previously established findings for similar reports, that the cause was user error.